Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced an infection around the abutment and subsequently was treated with oral and local antibiotics (specific date and duration not reported); however, the issue could not be resolved. The device was explanted under general anesthesia on (B)(6) 2025, and there are no plans to re-implant the patient with a new device as of the date of this report.